Event description:
Journal article received: distal medial closed wedge varus femur osteotomy stabilized with the tomofix plate fixator; ronald van heerwaarden, ate wymenga, denise freiling, phillipp lobenhoffer; operative techniques in orthopaedics; (2007) 17:12-21: reported: a new surgical technique for correction of valgus malalignment using an incomplete closing wedge osteotomy which is fixed with the tomofix plate fixator, locking head screws, cortex screws and locking head bolts (synthes devices). The indication of the technique, preoperative planning, step by step surgical technique and results were reported. It was noted that a total of 59 procedures were performed. The average wedge size was 7.3mm (range, 4-12); the mean patient age was 37.5 years. Fifty seven osteotomies healed uneventfully, two patients required secondary bone grafting and reosteosynthesis. There was one reported infection which healed after revision and one hematoma which required evacuation. The authors concluded that the tomofix plate fixator was a safe surgical technique for correction of valgus leg alignment. This report is for one unknown tomofix plate. This is report 1 of 4 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Distal medial closed wedge varus femur osteotomy stabilized with the tomofix plate fixator; ronald van heerwaarden, ate wymenga, denise freiling, phillipp lobenhoffer; operative techniques in orthopaedics; (2007) 17:12-21. This report is for one unknown tomofix plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.